Event description:
Through journal article "reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations", healthcare professional reported patient presented with unknown side capsular contracture baker grade unknown and "poor soft tissue coverage". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Article citation: munhoz, a. M., & neto, a. A. M. (2024). Reoperative hybrid breast augmentation: an analysis of risk factors for complications and reoperations. Journal of plastic, reconstructive & aesthetic surgery : jpras, 101, 53¿64. Continued d.4. Device information: the only device information provided by the article was "macrotexture, round 220 cc". Continued e.1. Facility name: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.